Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer changed infusion set to address the alarm, but occlusion recurred. Customer administered a manual insulin injection to address elevated blood glucose and ultimately reverted to manual insulin therapy. Customer's blood glucose was 500 mg/dl.